Event description:
It was reported rep that during a lap appy, while using the ats45 the device locked out. No patient harm was reported. Case completed with a like device.

Manufacturer narrative:
(B)(4). Date sent: 2/13/2024, d4: batch # 641c31, b3: date of event is 2023, event day and month unknown. Captured as 1/1/24. Additional information was requested, and the following was obtained: 1. Did the device deliver any staples? Unknown. 2. If yes, were the staples formed properly? Unknown. 3. If no, ask staple line issue questions. 4. If yes, was the staple line complete? Unknown. 5. Did the device cut? Unknown. 6. If yes, was the cut line complete? Unknown. 7. If yes, was there any issue with the cut line. 8. Was there any difficulty opening the device jaws? Unknown. 9. If yes, what steps were taken to open the jaws. 10. If the jaws could not be opened, how was the device removed. Unknown. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ats45 device was received with the firing mechanism damaged and with a 6r45b reload loaded in the device. The reload was received partially fired 1/10 and with the reload lockout spring damaged. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. The event reported was confirmed and it is related to improper use of the device. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If the re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 641c31, and no non-conformances related to the reported complaint condition were identified.